Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the pump powered on with the returned battery cap to an audible tone and continuous vibration but the screen remained blank. The battery cap was unable to fully tighten. The battery cap was found to be cracked. The battery cap measures were within specification. The battery compartment was found to be cracked. There was no evidence of moisture contamination inside the battery compartment however there was moisture contamination observed on the underside of the battery cap. A leak test showed a leak at the battery compartment. There was evidence of moisture contamination inside the pump including the transceiver and continuous glucose monitor board. The ¿download¿ failed due to internal moisture damage. The ¿no power¿ complaint was unable to adequately investigated due to the inability to run the 24-hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a no power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.